Event description:
The pt reported that the piston rod of the infusion device became blocked during bolus delivery and no e6 (mechanical) error was displayed. On (B)(6) 2012, at 9:00 am the pt's blood glucose measured 500 mg/dl and she felt tired and had a headache. She injected insulin via syringe to lower her blood glucose. At approx 2:00 - 3:00 pm, she changed the insulin cartridge and infusion set and delivered only the basal rate through the infusion device and she bolused via syringe. On (B)(6) 2012 at 5:30 am, her blood glucose measured 224 mg/dl and she bolused 11 units of insulin through the infusion device. At 7:15 am, her blood glucose measured 284 mg/dl and she stopped the infusion device and injected insulin via syringe. Her normal blood glucose range is 80-120 mg/dl. She stated that the piston rod of the infusion device always stops at a certain point and not error is generated. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.